Event description:
It was reported the pt was unable to feel the stimulation. The sjm rep attempted to troubleshoot with the pt, but the pt was unable to access her programmer. Attempts to determine if the issue had resolved were unsuccessful.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.